Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed. Functional testing was performed with no issues noted. A review of the event log was performed with the reported problem not being able to be identified. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device review showed nothing related to the manufacturing process that would contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified problem occurred on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was verified as a noisy pump. The pump was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.